Manufacturer narrative:
H.6. Investigation summary: bd japan received ninety-nine (99) samples and attached eight (8) photos for investigation. Additionally, twelve (12) samples were received at the manufacturing site for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for white clumps in the tube and missing label were observed. The white clumps are attributed to an additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of additive abnormality and missing label. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-07-11.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer had experience white clumps were found on the tube, and tube was missing lot and expiration date. The following information was provided by the initial reporter. The customer stated: according to the customer's report, white clumps which are presumed to be cohesions of edta were found in a tube. In addition to the above issue, there was a tube with a label on which no lot number and expiration date were printed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter last name: (B)(6).

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer had experience white clumps were found on the tube, and tube was missing lot and expiration date. The following information was provided by the initial reporter. The customer stated: according to the customer's report, white clumps which are presumed to be cohesions of edta were found in a tube. In addition to the above issue, there was a tube with a label on which no lot number and expiration date were printed.